Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the device and one lead had eroded. It was noted that the patient reported seeing one of the leads while presenting to the hospital. Cultures were taken, and staphylococcus was positives for the leads. It was also noted that antibiotics was administered for presumed endocarditis related to the crt-d erosion.